Event description:
An x-ray confirmed that the ventircular lead dislodged into the atrium. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.